Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1.3005168196-2021-02676. 2.3005168196-2021-02677. 3.3005168196-2021-02678.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed the pod coil in the target vessel and attempted to detach it using the handle; however, the pod coil failed to detach. It was noticed that the black alignment zone on the pod coil was separated; however, it was noted under fluoroscopy that the pod coil still did not detach. Afterwards, the physician was able to manually detach the pod coil by pulling the wire multiple times. It was reported that two other penumbra coils had difficulty detaching with the handle; however, the coils were able to detach on the second attempt. The procedure was completed using more ruby coils and the same handle. There was no report of an adverse effect to the patient